Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps were over/under infusing outside the acceptable ranges. There was no patient involvement.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no further actions were taken.